Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 4/10/2017 with the following findings: a review of the pump¿s black box data history showed unexplained pump reboot events. During visual inspection of the pump, it was observed that the battery compartment had was cracked and there was corrosion in the compartment and the display screen was dim and discolored. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was able to fit the pump and maintain an electrical connection. The pump¿s cover was removed and moisture found on the printed circuit board (pcb) and there was moisture corrosion found underneath all keypad¿s contact buttons. The initial "power¿ complaint was unable to be adequately investigated due to an unresponsive keypad and an inability to run the 24 hour basal program. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power and that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.